Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported a free flow event of bumex 12.5mg/50ml. The medication was programmed to run at 1 mg/hr (4 ml/hr) with intended duration of 12 hours. The infusion was started at 1507 however the bag ran dry at 2000. The clinician then reviewed pump and it noted to have been programmed at 4mg=16ml/hr. There was no patient harm.

Event description:
It was reported a free flow event of bumex 12.5mg/50ml. The medication was programmed to run at 1 mg/hr (4 ml/hr) with intended duration of 12 hours. The infusion was started at 1507 however the bag ran dry at 2000. The clinician then reviewed pump and it noted to have been programmed at 4mg=16ml/hr. There was no patient harm.

Manufacturer narrative:
Omit: c20 - no findings available, d15 - cause not established. Additional information: imdrf annex a, b, c, d, g codes and manufacturer narrative. Root cause: the root cause for the reported issue that device had a user programming error - bumex.